Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction of the femoral component. Another impactor pad was used to complete the procedure and no adverse events were reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned instrument identified signs of repeated use and confirmed that a corner of the impactor pad had fractured off. Fracture analysis identified that the fracture was consistent with overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.